Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular epicardial lead had undefined high impedance and no capture. During the procedure to replace the lead, the physician checked the setscrew on the device. It was found that the setscrew was not properly engaged. The setscrew was reengaged successfully. The device and the left ventricular epicardial lead remain in use. No patient complications have been reported as a result of this event.